Event description:
It was reported that during an iliac stenting treatment procedure, stent migration occurred. The delivery device was advanced to the intended location and the stent was deployed in the right common iliac artery. The physician was not able to see the stent after it was deployed. When the patient was injected with contrast to look at the post-stent placement results, it had migrated about 3 cm into the aorta. The physician placed an 8x57 stent at the proximal end of the initial stent at the location of the lesion being treated. There were no reported patient complications and the current patient condition is reported as "stable".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available , and we are not able to determine the root cause of this event.